Event description:
The customer reported there is zipper damage on the right side panel; the teeth do not connect. There was no pt incident or injury reported.

Manufacturer narrative:
(B)(4) - zipper teeth do not connect. Eval: results: inspection of the returned product shows that the pt access panel side b window zipper slider body is open. Also on panel side a the insert pin is ripped from the zipper tape. Note: posey instructions for use warning indicates: never use the bed if a zipper slider is bent open or damaged and the zipper is not securely closed. Test that all the zippers open easily and close securely along the entire length of the zipper. Never try to rip a panel open as this may damage the access panel or the zipper slider by bending it open. (B)(4).